Event description:
This concerns the ge aisys machines of which a level 1 recall is already in effect for lots distributed between october and november 2009. Our system currently owns 3 aisys machines. We obtained these machines in late 2008. We have had 3 instances of similar problems with the machine electronics suddenly shutting down with loss of monitors, anesthetic delivery and ventilation ability. In addition to loss of ventilator, manual ventilation is also impossible during a power failure since the oxygen is also electronically delivered. This necessitated rapid conversion to ambu-bag ventilation and tiva -total IV anesthesia-. Potentially catastrophic in a healthy pt, this can easily become fatal in a pt with severe lung disease who cannot be ventilated with an ambu-bag. Since these same events that lead to your original recall have occurred in machines well outside the lots you are recalling, I am urging you to consider widening the scope of your investigation to include all aisys machines ever produced. I suspect the problem may be something inherent within the machine design itself, not just limited to a few lots. Dates of use: ongoing, (B) (6)2009 - (B) (6)2010. Diagnosis or reason for use: anesthesia delivery.